Event description:
It was reported that during placement of the titanium greenfield vena cava filter, the 12f jugular titanium filter system was difficult to advance into the lumen of the sheath. The filter system was reportedly deformed. The procedure was successfully completed. No patient injuries or complications were reported. Current patient status is 'good'.